Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that a baseline pericardial effusion was noticed at the very beginning of the procedure. The caller reported that the pericardial was noticed and confirmed using ice at the beginning of the case. The caller reported that the procedure continued and fam was created in the right atrium using the octaray catheter. The caller reported that the webster cs catheter was placed. The caller reported that the physician was unsuccessful when attempting to cross the septum with an agilis sheath and the brk needle. The caller reported that the agilis sheath was exchanged for the faradrive sheath. The caller reported that using the baylis system, the physician attempted to cross the septum 2 more times but was unsuccessful. The caller reported that the pericardial effusion was evaluated visually with ice due to the difficulty of crossing the septum. The caller reported that the pericardial effusion was monitored for about 30 minutes with ice. The caller reported that the physician decided to abandon the procedure due to the difficulty of crossing the septum. The caller reported that the medical intervention performed was a pericardiocentesis. The caller reported that the last known patient status was stable. The caller reported that the physician was unsure whether the pericardial effusion grew or not due to the difficulty crossing the septum. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient code: 3271. Device code: 2920. Reference reports mw5183202, mw5183203.